Manufacturer narrative:
It is currently not known if the device is available for eval. Should the device be returned and relevant info gathered, a f/u MDR will be filed.

Event description:
It was reported that the red gas cylinder was leaking fluid. No adverse consequence alleged.